Event description:
It was reported that the pt was revised due to tibial component loosening and polyethylene wear.

Manufacturer narrative:
Evaluation summary: surgical notes were returned with the complaint for both the primary surgery and the revision surgery. There is no indication of root cause in the operative notes. No devices or photos were received; therefore, the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.